Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was inquiring about material specs for newly implanted interstim x device and 978b128 lead wire. Patient wanted to know if there is any cobalt or nickel in the implanted system because they are allergic. Patient said since implant on (B)(6) 2022, they've been itching head to toe, on their left leg and left arm and have been breaking out. Patient said they have a lot of little scabs and have been seeing dots of red/blood on their underwear and their pants and don't have any nails. Patient also mentioned they've never had yeast infections but got the worst one. Patient said they were on an antibiotic for a cold and also for the yeast infection and the infection got so bad. Patient said they got monistat 1 and their healthcare provider (hcp) gave them pills. Patient said a couple weeks after taking the pills they had relations and all of a sudden got another yeast infection. Patient said they saw their current hcp (B)(6) 2022 and the hcp said the itching could be caused by the rings they were wearing, but patient said they hadn't worn any until today. Patient said they also talked to the hcp about the implant site, as it was all red and looked horrible. Patient said it hurts when they lay down and the pain of trying to lay down on their back was horrible. Patient said implant surgery was painful. Patient said the hcp said the implant site healing looked good. The patient was redirected to their hcp to further address the issues/check implanted system. Patient said their managing hcp retired and they see a new hcp but was dissatisfied with hcp office. Sent physician listings.

Event description:
Additional information was received from the patient. The patient called back and states they received a letter from manufacturer. Patient repeated the same issues with back pain going up 2000% but isn't sure if it's due to fibromyalgia or not. Patient states they continue to have vaginal and rectum itchiness and it bothers them immensely. Patient did state they are allergic to cobalt nickel. Patient has asked their doctor to remove the device but they said the patient was "old" and refused to take it out. Physician listings sent. No further action was taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient's whole system was removed on (B)(6) 2024. Patient said, she has been trying to get the system removed for years. The hcp removed the system. Patient repeated the same information as above about having problems with the device. They said they wouldn't give them the device and they didn't know if they were going to return it. Patient said they had a closed head injury, and also reported diarrhea and that they'd had it every day. They took percocet every four hours. They also took lomotil with and over the counter drugs that they couldn't remember the name 3-4 times a day. As soon as they got the system removed they said they had a solid bowl movement. They said, it was the first one in years. Patient mentioned when stimulation was off their itching stopped. They also mentioned stomach pain and cramping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called in inquiring about CT scan compatibility. Patient also stated they wanted their device removed because since implant the ins has caused more pain and more problems in their lower back. Patient's lower back pain has gone up 200% and the patient said they can't lay in bed at night, get comfortable or sleep. The patient also said that the ins vibrates constantly since implant. Patient feels like they have a vibrator in them most of the time and 90% of the day it feels like it is zapping them. Patient mentioned that they have a cobalt and nickel allergy and since implant, they've been itching constantly as well. Patient said that they have scabs all over they've woken up with blood on their bed spot from scratching. Patient also said if they wipe themselves with a towel their vagina starts to itch and is irritating and they have to put vaseline on their vagina. Patient said even their rectum will get irritated. Patient also said after they go to the bathroom they still feel like they need to go to the bathroom and still have to wear pads. At night sometimes the patient won't make it to the restroom in time and they only have 7 steps to the toilet. Patient said that they have fibromyalgia and their nerve endings are very sensitive and thinks that's why they can feel the vibration of the ins all the time. Patient said when they increase stim because they are noticing dripping, the vibration is stronger and it becomes more irritating so they decrease stim and notice symptom return. Patient said "it's been 5 months of pure hell". Patient said they take medications for their back pain (started prior to ins) and said their healthcare provider told the patient they cannot increase their pain meds. Patient services specialist reviewed CT guidelines. Patient said they are making an appt with their hcp to schedule removal and said they want a bladder sling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.